Event description:
New information received notes that the right ventricular (rv) and right atrial (ra) leads were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Correction: section d6b: added the missing explant date which was (B)(6) 2024.

Manufacturer narrative:
The reported event of lead noise was confirmed. A partial lead was returned in two pieces. Visual inspection found two external insulation abrasions breaching the outer insulation and exposing the outer coil at the distal and proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can and friction to another device or feature of the heart. Electrical testing did not find any indication of conductor fractures or internal shorts

Event description:
Related manufacturer reference number: 2017865-2024-01894. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) and right atrial (ra) leads were oversensing noise which led to pacing inhibition. No intervention was performed. The patient was in stable condition.